Event description:
Related manufacturer reference number: 2017865-2021-40242. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise and the right atrial lead exhibited high pacing impedance. Programming changes were made to address the issues. The patient was stable.